Manufacturer narrative:
(B)(4). Mw5165064

Event description:
A voluntary MDR report was received on (B)(6)/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted. It has been reported that there was a difference in readings of 75 points. The reported glucose values fall within the b zone of the parkes error grid. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.